Manufacturer narrative:
Investigation summary: as a result of checking all the production related records, no record of nonconformity was found. We confirmed the air tightness (2 jis standard: 150 kpa for 15 minutes with no pressure leakage) of the actual product we received. There was no leak found. As for the actual product 2, liquid leakage was observed from the lower part of the filter as it was offered. Therefore, we asked the manufacturer of the filter to investigate the parts. According to the results of a survey by the filter manufacturer, leaks were generated from the welded portion of the filter housing, and welding defects were observed at the leak point where the welded end was thin. As a result of checking all the production related records, no record of nonconformity was found, but from the condition of the welded part of the actual product, the welded end became uneven due to the product being welded without being positioned vertically it was estimated that liquid leakage occurred under pressure from the thin part. The manufacturer of the filter from our company is very careful with the manufacturer, the improvement measures (possibly the possibility of malfunction of the cylinder built in the welding machine, and all replacement of the cylinder) have been implemented at the production site. We confirmed in the defect investigation report from the manufacturer and the vendor. Also, for the time being, we will conduct sampling inspections not only at the time of shipping tests but also at the time of receiving filter members, and will strengthen monitoring for preventing the recurrence of similar events.

Event description:
It was reported that a IV set/60drop/2cq/f/sb/50cm leaked when the drug was being given. The leak point is unknown however the customer reported it could be from the line. This occurred on two separate occasions but the time/date or patient information is unknown.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set/60drop/2cq/f/sb/50cm leaked when the drug was being given. The leak point is unknown however the customer reported it could be from the line. This occurred on two separate occasions but the time/date or patient information is unknown.